Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hospitalized due to diabetic ketoacidosis event on (B)(6) 2026. The patient remained in hospital for greater than twenty four hours and blood glucose level was around 280mg/dl and was treated with intravenous insulin infusion. The patient tested positive for ketones. The patient experienced symptoms including vomiting, stomachache.